Event description:
It was reported that the insulin pump had cracks around the display window, with many scratches on the worn display. The caller did not know the blood glucose reading. The caller also noted that the belt clip slot was broken. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.